Event description:
A malfunction code, malf 16, was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using multiple daily injections as backup therapy.